Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited no atrial capture and was programmed in ddi mode. A recent transmission indicates appropriate atrial capture; no changes or interventions were reported. The patient was in stable condition.